Event description:
It was reported that one day after the catheter was placed in the (B)(6) old male pt's femoral vein in the operating room, a blood leak was found around the yellow area where you twist to lock the cath-gard, while in the cicu (cardiac intensive care unit). When the leak was found, blood loss was small. However, as the 8fr swan ganz catheter was removed, "a lot" of blood leaked out. As a result, the catheter was removed and replaced with a new one. Despite the blood loss, there was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.